Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was in the 200's mg/dl range. A system check was performed verifying the occlusion alarms. After the system check, the customer successfully delivered a 5 units bolus without an additional occlusion alarm occurring.